Event description:
The customer reported the fio2 setting automatically increases from 21% to 100% o2 and the keypad test failed due to the o2 key. The customer reported there was no patient involvement.